Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensors opened/used. Cannot performed bts test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 151 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer reports the inserted sensor warmed up, calibrated and worked until 11:20 when the pump started giving the low readings. The customer¿s low suspend is set at 60. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was completed and found the sensor cannula was bent at the half way point. The sensor will be returned for analysis.